Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analysis was performed and no anomalies were found. (B)(4).

Event description:
It was reported that during the implant procedure, the right atrial (ra) device set screw failed to deploy. The device was not implanted and another device was implanted. No patient complications have been reported as a result of this event.